Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 31084869 product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7102603. Product family: dbs-ipg-r-MRI, upn: m365db12160 , model: db-1216, serial: (B)(6), batch: 563056. Product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5000667. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: (B)(6), batch: 31173549.

Event description:
It was reported that the deep brain stimulation (dbs) patient had a cyst on the tip of the lead. The lead and burr hole cover were explanted. Cultures were taken and confirmed infection. The patient was administered antibiotics. Post operatively, the patient was stable. A few days later, the remaining devices of the deep brain stimulation system were also explanted. The patient is recovering and back to their baseline.